Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received by the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the periprosthetic fracture was a result of the patient falling.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item#00877503203 head lot # 2965923, item# unk/ unk cup/ lot # unk, item# unk/ unk liner/ lot # unk.

Event description:
It was reported patient underwent hip revision approximately 2 months post implantation due to periprosthetic fracture. Patient was implanted with a beaded full coat and cables to fix the fracture. Attempts have been made and additional information on the reported event is unavailable at this time.